Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year, 3 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2016 with audible and visual low flow alarms, elevated mean arterial pressure, and pneumonia. The low flow alarms were almost constant, occurring every 2 minutes over the last 24 hour period. The low flow alarms were placed on extended silence on (B)(6) 2016. The patient was alert, talking and visiting. A CT angiogram revealed moderate thrombus within the origin of the outflow cannula which resulted in moderate stenosis. The patient's inr value was 2.8 on (B)(6) 2016 and 3.0 on (B)(6) 2016. The patient was started on a heparin drip and then an integrilin drip. The patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
The evaluation of the returned pump confirmed the presence of a sealed outflow graft kink that could have contributed to reported event. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and 28 inches of the distal portion of the driveline was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow conduit graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were also returned detached from the device. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the pump¿s blood-contacting surfaces, upon disassembly, revealed a deposition of coagulated blood within the sealed outflow graft. This deposition appeared to have formed as a result of a kink at the proximal end of the outflow graft and corresponds to the report that moderate thrombus within the outflow cannula was observed via a computed tomography angiogram. This kink also could have contributed to the low flow alarms that were confirmed through evaluation of the log file retrieved from the patient¿s system controller, serial number (B)(4). A loose deposition was also observed within the proximal side of the outlet stator. Its non-laminated structure and lack of denaturation indicates that it developed acutely. Additionally, no contact marks were observed at the distal end of the rotor, further indicating that this deposition was not present for a prolonged period of time while the pump was supporting the patient. Therefore, it is unlikely that this deposition contributed to the reported event. The report of a pump hum could not be confirmed through the evaluation of the returned pump and a correlation between this hum and the observed depositions could not be conclusively established. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.